Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, there may have been a temperature change prior to the occlusion alarm occurring. Blood glucose level was 255 mg/dl. A cartridge change was performed to resolve the issue.